Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low level failure alarm, variable 3, alarmed during self test and was confirmed in pump history file due to cold solder joint found on pin 1/6 of the u1 ambient light sensor. No pump error alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer's blood glucose level was 206 mg/dl at the time of incident. Customer stated that the insulin pump error alarm occur during normal use. Customer stated that the insulin pump passed the self test. The insulin pump will be returned for analysis.